Manufacturer narrative:
Blank display due to faulty motherboard. Unable to confirm external flash error alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash error. The customer's blood glucose was 143mg/dl at the time of incident. Customer stated that his pump was in his pocket and his pump suspended and when he resumed it his settings were wiped clean. Alarm did not occur during the rewind or prime sequence. The insulin pump passed self test. The insulin pump was returned for analysis.